Event description:
It was reported that the buttons were not responding on the keypad.

Manufacturer narrative:
The pump was returned to animas and the evaluation revealed that the keypad appeared to be swollen. All keys are intermittently responding and required excessive force to activate. The keypad was removed and there was evidence of keypad adhesive found under all key contacts. Additionally, the bolus button was detached from the keypad.